Manufacturer narrative:
H10: date of event is (B)(6) 2021.

Manufacturer narrative:
Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description, this was likely caused by a solvent bond leak. Lot 8601 was before the solvent bond leak reduction. No injury was reported. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked during use. No injury was reported.